Event description:
It was reported that the patient's lead was found dislodged. During procedure, it was noted that the helix of the lead was unresponsive. The reported lead was explanted and replaced on (B)(6) 2022. The patient is recovering from procedure.